Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the device confirmed deformation of the slide lock mechanism that would have contributed to the report that the locking mechanism would not re-engage after the device was temporarily removed. However, a specific cause for the deformation of the slide lock as well as an exact duration of time for which it was present could not be conclusively determined through this evaluation. A specific cause for the reported bleeding and a direct correlation to the device could not be conclusively determined through this evaluation. The device was returned assembled with the pump cable intact. The modular cable, sealed outflow graft, and sealed outflow graft bend relief were not returned. The apical cuff was also not returned and the slide lock was not fully engaged upon receipt of the device. Examination of the returned slide lock mechanism revealed that the latch spring of the slide lock was bent inward towards the cuff lock cover. The slide lock mechanism appeared to slide freely upon manipulation and was able to be fully retracted; however, when attempting to engage the slide lock, the bent latch spring interfered with the cuff lock cover, preventing the slide lock from being fully engaged in the locked position. A specific cause for the deformation of the slide lock latch spring as well as an exact duration of time for which it was present could not be conclusively determined through this evaluation. The relevant sections of the device history records for the cuff lock of the device were reviewed and showed no deviations from manufacturing or quality assurance specifications. Abbott will continue to track and monitor this issue. Besides the deformed slide lock mechanism, the returned device otherwise appeared unremarkable with no evidence of depositions or defects on the blood-contacting surfaces. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The hm3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This document contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the lv. In addition, the apical cuff update addendum explains the changes to the original implantation procedures and techniques for the updated apical cuff, as well as additional cautions related to the updated apical cuff. This IFU explains that the orientation of the pump may be adjusted. This document states to pull the cuff lock out only as far as the yellow indicator and use a sterile surgical tool to unlatch the cuff lock, if necessary. Rotate the pump to the desired location, then fully engage the cuff lock and confirm seating. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2018. It was reported that during the surgery, after lvad was implanted, bleeding was observed from left ventricular (lv) apex. Device needed to be removed to repair bleeding sites. Upon replacement of the device the locking mechanism did not re-engage and therefore, pump was exchanged. No further information was provided.